Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that insulin pump is falsely showing reservoir empty. Customer also states she has received a no delivery alarm and battery out limit alarm. Customer's blood glucose was 217 mg/dl. Customer treated for high blood glucose and blood glucose dropped to 49 mg/dl which customer treated with food. Customer was advised that infusion sets and reservoirs would need to be replaced. No further information provided.